Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis around (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 54 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer uses their sets for up to 6 days. The customer was also stressed and got lazy with their care leading up to the high. Troubleshooting was completed and no issues were found. The customer also had a low of 54 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.